Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain and chronic low back pain. It was reported the patient mentioned they were already feeling withdrawals since they did not have their personal therapy manager, ptm. The patient was advised to call their healthcare provider as a rx would be sent for physician's signature. The event date, troubleshooting, and outcome were all unknown.